Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7074521.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned. No device malfunction was suspected.